Event description:
Shower stool collapsed under the pt's weight. See below claim excerpt. She cannot get into bathtub by herself, she had broken her hip and leg. She bought the shower stool to be able to take a shower. At home she has to step into the tub to take a shower. Someone has to be with her as she cannot step into the tub by herself. She went to use stool for first time, the legs stuck up in as slot. The legs broke off even with the slot. The stool arrived and was not put together. She gave it to a man friend. After it was assembled, her daughter sat on stool outside tub and the stool held daughter just fine. Then stool put into the tub and daughter helped her get into the tub one leg first and sit down then one leg hanging over the edge. Then daughter picked up leg and helped her into tub on stool and daughter turned on water and clmt started to take her shower. She took her shower and she opened shower curtain for daughter to help her get out. The daughter came to side of bathtub and before she could get to mom the stool broke.